Event description:
After medical review, this non-serious report has been upgraded to serious based on the reclassification of the event following assessment utilizing the company's new device reporting tree. This case was reported on (B)(6) 2012 by a health professional - local reference (B)(4). This case involves a (B)(6) female, treated with poly-l-lactic acid (sculptra) for cosmetic purposes on (B)(6) 2010. Poly-l-lactic acid was reconstituted with 5 ml of sterile water and 2 ml of lidocaine 2%. Hydration time was 2/52. Deep dermal injection with a cross hatch and depot technique were used. Injection sites included the nasolabial folds, temples, cheek lines, and labiomental crease. Massage was performed during the treatment and then by the patient. In (B)(6) 2011, 14 months after the last injection with poly-l-lactic acid, this patient developed non-visible nodules/granulomas, 3-4 mm in size, on the jaw line and in nasolabial area. There were no signs of inflammation or evidence of a systemic process. No biopsy was performed. The patient was treated with oral antibiotics nos and corticosteroids nos. The reporter indicated the event to be characterized as protracted or prolonged. There is no evidence of permanent impairment of a body function/body structure. No surgical intervention was required. The event is not expected to be irreversible. The event is ongoing at the time of this report. Significant/relevant patient history includes fitzpatrick skin type iii and no history of immunological or collagen-vascular disease. Relevant concomitant medications include lidocaine. Action taken: not applicable. Corrective treatment: oral antibiotics nos and corticosteroids nos. Outcome: not recovered.